Manufacturer narrative:
Follow-up #1: date of submission 08/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2016 with the following findings: the review of the black box showed no evidence of eaw 162 (loss of prime) alarms. During the actual testing, the rewind, load cartridge and prime steps were performed successfully with no alarms. A force sensor calibration check was performed and passed, indicating that the sensor was detecting correct applied load. The pump was exercised for 24 hours with no loss of prime occurrences. Unrelated to the original complaint, moisture was observed in the battery compartment. A leak test failed due to a crack in the battery compartment. The pump was disassembled and no further moisture was found internally. In addition, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.